Manufacturer narrative:
Additional contact person: (B)(6). Additional event site email address: (B)(6). Additional event site phone number: (B)(6) .device evaluation: a portion of the catheter tubing and the membrane was returned completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. A kink was observed on the catheter tubing and inner lumen approximately 38.4cm from the iab tip. An underwater leak test of the balloon and portion of catheter tubing was performed and a leak was detected on the membrane approximately 9.7cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately eleven days of intra-aortic balloon (iab) therapy, a leak occurred. The iab was removed and a new iab was inserted. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer claimed the iab had ruptured, but did not have additional information regarding the specific alarm that was generated. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: material management additional initial reporter: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that a leak occurred during intra-aortic balloon (iab) therapy. The iab was removed. The customer claimed the iab had ruptured, but did not have additional information regarding the specific alarm that was generated. There was no patient harm or adverse event reported.